Manufacturer narrative:
(B)(4). Eval method and results: facility disposed of device. Device is not available for return and inspection. (B)(4).

Event description:
Coag mode does not function.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.